Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during video-assisted thoracic surgery (vats) lobectomy procedure, there was poor staple formation and the device stopped halfway because the staples burst out and the centrally area has incomplete staple line. It was also noted that a staple fell into the patient's cavity. A hand held device was used to retrieve the staple. There was no patient injury.